Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction presented to the catheterization lab for impella cp implant and upon insertion the patient went into sustained ventricular fibrillation with a demised outcome. Left heart catheterization was completed and showed clot from left main (lm) through the entire left anterior descending artery (lad) with a heavily calcified right coronary artery and pulmonary arterial end-diastolic pressure of 71. For the impella cp implant, the groin sized up to 14fx13cm peel away. Pigtail and j wire were used to gain left ventricle before abiomed .018 wire placed and impella inserted with flows ranging between .5-1.5 in auto. Upon insertion, the patient went into sustained ventricular fibrillation, was shocked and received cardiopulmonary resuscitation. At this point, the decision was made to place an impella rp. After the impella rp had been opened and prepped, the physician opted to place the patient on veno-arterial extracorporeal membrane oxygenation (va-ECMO) due to cardiac standstill and oxygenation requirements. Minimal flows were able to be achieved after placement and at this point the patient had exhibited signs of pulmonary hemorrhage. Single access was performed after ECMO placement where physician had attempted to use the penumbra and series of balloons on lm-lad but was unsuccessful. Ultimately, the patient expired on support in catheterization lab; the team determined there was no other intervention that could be delivered to the patient.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the vf was not determined. B.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25542. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25542 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 several health effect - impact codes were inadvertently omitted from the initial manufacturer device report number 1220648-2025-25542 and were added.